Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID bi71000874 (lot: -); product type: h3: the system was serviced in the field and the field service engineer (fse) ordered a new 2d long film upgrade kit and proceeded with the full 2d long film upgrade. Em shielding kit installed. 2dlf collimator installed and calibrated. Dap calibrations completed. System checkout performed. Codes b01, c07, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that while performing a 2d long film upgrade on the system, the collimator that came with the upgrade kit was found to be bad at install. No patient present. The probable cause was suspected to be an out of box failure (oobf) collimator.

Manufacturer narrative:
H2: concomitant product bi71000874 lot number: cm23688 rev. 2 h2, h3, h6: the returned cable was analyzed. Visual inspection confirmed the collimator upgrade cable j1 connector was damaged. There was a loose shield cable causing an intermittent short. Code c02 is applicable, as are previously reported codes b01, c07, and d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.